Event description:
Received information regarding a cartridge alarm 19 during the load process. Reportedly customer's blood glucose level was "a little high".

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.